Manufacturer narrative:
(B)(4). The customer reported to have replaced the gui central processing unit (cpu) printed circuit board (pcb). The covidien service engineer (se) inspected the device and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a graphic user interface (gui) reset error message. The ventilator was not in use on a patient at the time the event occurred.